Event description:
It was reported that the patient was buried with the device still implanted, and the patients mother noted that they are considering having the patient exhumed to retrieve the device. The device has not been received to date. No other relevant information has been received to date.

Event description:
Per the nurse, the patient had seizure reduction with vns and was receiving vns therapy at the time of the death. It was noted that the death was due to a grand mal seizure and it is unknown if the death was related to the vns. It is unknown if the device was explanted after death. The death was witnessed by a family member and did not result from trauma or drowning. No other relevant information has been received to date.

Event description:
It was reported that the patient passed away as she had a grand mal seizure and was unable to be revived. Follow-up was performed with the funeral home and they noted that the patient had an autopsy done but they do not yet have the results, and they do not know the status of the device. No other relevant information has been received to date.